Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. A bent pin was found inside video connector causing no image. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the visera elite video system center had a bent pin on the front camera connector. The bent pin was found during maintenance on the device. No patient involvement or impact to patient care was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely improper connection/disconnection of the device to the video connector. This caused wear to the lock unit and caused malfunction. This issue is addressed in the instructions for use (IFU): "push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. When a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down."